Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she is unable to locate the sensor and is unsure if the sensor is still in her body. Customer does not recall any significant events leading to the error. Customer's blood glucose was 232mg/dl at the time of incident. Troubleshooting was done for lost sensor and helped to educate customer on proper placement of insertion site. Customer was advised to follow up with doctor regarding sensor. No further information was given.

Manufacturer narrative:
Reliability analysis inspected one opened/used sensor and found the cannula retracted inside the sensor. Found the sensor as a whole with no broken or missing parts.